Event description:
It was reported that the customer was hospitalized due to other medical issues, but while in the hospital, she experienced high blood glucose levels. The caller wanted to make sure the device was working. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. Found no delivery alarms in the alarm history. The insulin pump passed the displacement, prime and self tests, but there were no supplies for the high pressure test. Advised the caller to call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.